Event description:
It was reported: removal of hardware for surgery of a cervical corpectomy at the c6 level. Patient was observed thru x-ray at surgeon visit, unknown date that the construct has migrated. Patient was originally implanted on (B)(6) 2013 with construct including synthes syncage, competitors plate and competitors (qty.4) cervical screws. Patient was not experiencing any pain. Revision surgery was in (B)(6) 2013. Surgeon removed all hardware and revised patient to another competitors plate and 4ea cervical screws. No post-operative immobility/restrictions were prescribed. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional code: mqp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.